Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, no delivery, low battery, failed battery test, battery out limit alarms or prime/fill anomaly due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and insulin was squirted from infusion set when priming. Customer's blood glucose level was unknown. Customer also stated that the insulin pump buttons sometime stick and had unexplainable no delivery alarms. The insulin pump will not be returned for analysis.